Event description:
Patient mentioned oozing from incision for "a long time" and physician examined. It is believed that the infection is superficial and possibly due to remaining stitch/pustule. Pt c/o (patient complaint of) occasional near syncope. Rv & ra (right ventricular and right atrial) lead impedance trends appear stable. Rv threshold is variable. Optivol rising. 570 at/af episodes- appears external noise. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5146407.